Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Eight (8) days after catheter insertion, when the removed the catheter, they realised that the catheter was broken. Patient outcome: catheter fragment was removed surgically.

Manufacturer narrative:
This complaint is not confirmed. Catheter received in three fragments: distal fragment of 11 cm length was clotted and showed typical signs of a pressure burst at its proximal end. Second fragment of 2 cm length with typical signs of a pressure burst on one end (matched with fragment 1) and traces of a scissors cut on the other end. The third catheter fragment was cut at 13 cm and was the rest of the catheter including the metal tub on the catheter's proximal end. (See five photos). Having checked the batch history records, no abnormalities were found. This is the first complaint received for this batch and the sixth complaint for this reason of complaint for code 2184.00, but no manufacturing related problem was found. Concerning this problem we have special hints in the product's IFU: ""do not use syringes smaller than 10ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 17,4 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. The catheter is suited for a maximum bolus pressure of 1,2 bar."""

Event description:
8 days after catheter insertion, when the removed the catheter, they realized that the catheter was broken. Patient outcome: catheter fragment was removed surgically.